Manufacturer narrative:
The insulin pump was received operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation and no low battery alerts or failed battery test noted. The insulin pump was unable to download to carelink due to multiple a47 alarms in history screen due to corrupted history file. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer battery cap was changed out and still giving an issue. The customer was instructed to put new battery and wait 5 second to insert it. The customer was advised to monitor pump. The customer requested to replace the pump.